Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the patient had an aortic valve area of 0.5 squared centimeters (cm²), and a mean gradient of 55 millimeters of mercury (mm hg). Approximately two hours following the implant of the transcatheter valve, the patient developed stroke-like symptoms, including immobility and right-sided paralysis. A computed tomography (CT) scan was performed that revealed a stroke. The patient subsequently underwent an embolectomy as treatment. It was reported that the patient did not have ongoing disability as a result of the stroke. Per the physician, the implant procedure contributed to the stroke. Additionally, the patient's calcified anatomy and history of stroke/tia was a contributing factor to the stroke.

Event description:
Additional information was received that per the physician, the stroke was not related to the delivery catheter system (dcs). Additionally, it was reported that the stroke was ischemic, and the ischemia resolved on the same day as the procedure.

Manufacturer narrative:
Updated data: b5. D4. Full UDI added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the patient had an aortic valve area of 0.5 squared centimeters (cm²), and a mean gradient of 55 millimeters of mercury (mm hg). Approximately two hours following the implant of the transcatheter valve, the patient developed stroke-like symptoms, including immobility and right-sided paralysis. A computed tomography (CT) scan was performed that revealed a stroke. The patient subsequently underwent an embolectomy as treatment. It was reported that the patient did not have ongoing disability as a result of the stroke. Per the physician, the implant procedure contributed to the stroke. Additionally, the patient's calcified anatomy and history of stroke/tia was a contributing factor to the stroke. Additional information was received that per the physician, the stroke was not related to the delivery catheter system (dcs). Additionally, it was reported that the stroke was ischemic, and the ischemia resolved on the same day as the procedure. Additional information was received indicating that, per the physician, "the procedure" was the cause of the stroke.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.